Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead sensitivity was decreased but the lead then exhibited diminished sensing. T-wave discrimination was discussed with the caller and the lead remains in use. No patient complications have been reported as a result of this event.